Event description:
It was reported that the patient developed a hematoma and swelling at the ipg site. The patient took eliquis and aspirin and underwent an ipg pocket and incision washout. The patient was doing well.